Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: necrosis and other-technical "break".

Event description:
Healthcare professional reported left side "necrosis" and "upon opening the skin noticed one of the tabs had come off of the expander, surgeon needed to scrap everything, and start over with a new device." Device has been explanted and discarded after surgery.